Event description:
User was in his garage when the handle bar on a knee walker he had obtained from a loaner closet at the vfw sheared off. He fell forward, suffering a cut on the inside of his knee and a bruising his right thigh. No medical attention was sought.